Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus would not track correctly on the screen and therefore the overlay/bezel assembly was replaced and the stylus calibrated. (B)(4).

Event description:
It was reported that the programmer's touch pen stylus would track correctly with the cursor on the screen,especially on the left side of the screen. Replacing the stylus did not resolve the issue. It was further requested that the programmer receive a test and calibration procedure. The programmer was returned for service. No patient complications have been reported as a result of this event.